Event description:
The patient report that she could not increase her stim past 3.0 and stated the stimulation was hurting her the night prior to this call; the program was on 2 at 3.5. The patient turned it off completely. The patient was assisted to turn down the programmer to 0.0, turn in the therapy, and then was able to adjust to 3.2 on program 2. The patient went on to say that the therapy was working fine for her until this weekend, after she used a heating pad that had vibration on it as well. The patient was used to using the heat, but had just started using the vibration feature. After that she was not getting therapeutic relief. The patient also mentioned had back pain and that was the reason she was using the heating pad. The patient tried various programs and only program 2 was felt in the bicycle seat area, others were felt other places like the hip. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0mu7y, implanted: (B)(6) 2014, product type: lead. (B)(4).